Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that after insertion of the restoration in (B)(6) 2025, which had to be cemented due to the implant position, the patient returned in (B)(6) 2025 with a loosened crown on tooth 11. To resolve the issue, the crown had to be separated, and correct positioning of the scan body on the implant proved difficult. The entire restoration had to be remade. This complaint refers to the loosening of the abutment screw.